Event description:
(B)(4) received notice about this claim from (B)(6) (nursing home), involving a patient lift, a product imported and distributed by (B)(4). While the enduser was being transferred from the wheelchair to the bed, the lift allegedly made a popping noise before the loop from the sling slid off the lift cradle causing the enduser to fall to the floor. The enduser fractured his t9 vertebrae in his back. This report is based on the information that was provided by (B)(6).